Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Smaller head came off in mouth- oral-b dual clean; broken head [device breakage]; no adverse event [no adverse event]. Case description: a male consumer, age unspecified, reported via e-mail on 13-dec-2016 that while using an oral-b rechargeable toothbrush, version unknown "last week," the smaller head of the oral-b dualaction brushhead came off in his mouth. He reported the toothbrush head was only 3 to 4 weeks old. No symptoms developed. On 13-dec-2016 received consumer's follow-up e-mail: the consumer reported he usually changes his toothbrush head every 2 to 3 months, and he had a selection of brush heads with which he alternated. He reported the faulty oral-b dualaction brushhead had been in use for no more than 4 or 5 weeks, and the brush had never been dropped. No symptoms developed. On 31-dec-2016 received consumer's follow-up e-mail: the consumer reported he still had the broken toothbrush head. No symptoms developed.